Event description:
The pt's nurse called lfs on their behalf alleging that their one touch ultra meter was prompting error 5. As defined in the owner's manual, the message indicates the meter detected a problem with the test strip. The nurse explained that the test strips had been peeling; however, they could not confirm pt's testing technique. The nurse was merely suspecting that the pt was testing incorrectly. Although the testing technique is unknown, the test strips were not designed to peel. The nurse did not have any of the test strips in their possession to perform further troubleshooting. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the nurse, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's test strips were replaced.